Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The only portion of the device that was returned was the loading catheter and irrigation adapter. The trigger cord, barrel with six (6) bands and the two-way handle were not included in the return which made it difficult to perform a complete evaluation. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The subassembly device history record was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the relevant portion of the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." In the information provided, the user stated that the barrel detached from the scope. The caution label on the device instructs the user to ¿attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible." Failure to do so may result in barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Rapid rotation of the ligator handle can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." In the information provided, the user stated that the barrel detached from the scope. The caution label on the device instructs the user to ¿attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible." Failure to do so may result in barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to patient contact, in preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. When they attached the ligator on the scope, the rubber band got loss [loose] and detached from the endoscope. The following information was received 5/31/2017: prior to patient contact, the barrel detached from the endoscope. When they attached the ligator to the endoscope and they [the rubber band] got loose [prematurely deployed].